Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the outer cover of the bd micro-fine¿ pro pen needle was loose and wouldn't detach from the pen. The following information was provided by the initial reporter, translated from japanese: "this is a user's report about a loose outer cover and inablity to detach outer cover from a pen."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the outer cover of the bd micro-fine¿ pro pen needle was loose and wouldn't detach from the pen. The following information was provided by the initial reporter, translated from japanese: "this is a user's report about a loose outer cover and inability to detach outer cover from a pen."